Manufacturer narrative:
Submit date: 06/01/2011. An investigation is currently underway. Upon completion, the result will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2011 that a customer had an issue with a hemodialysis catheter. The customer reports a crack was observed in the middle part of the catheter. The catheter needed to be removed and replaced.